Manufacturer narrative:
D3: correction. D9: 31-jan-2025. H3: one device was received for analysis in used condition. Visual inspection found the device was in good condition. Service history review identified there was no repair history found for the device. Review of the event history log showed primary audible alarm power on self-test (post). Due to the findings in the event history, it was decided to replace the interconnect board. The device passed all testing after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the primary audible alarm alarms while in use with patient. There was patient involvement and unknown patient harm/adverse event reported.